Event description:
It was reported that a home patient (hp) had a high drain 105 alarm which occurred on a homechoice (hc) device after use. This indicated the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) reviewed the therapy and programming from the logs. The hp was to finish therapy using manual supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.